Event description:
On (B)(6) 2013, it was reported that the tip of a screwdriver is broken (part/lot number: 03.632.401/7663299). According to the reporter, the tip of the screwdriver was discovered broken as the reporter was putting the set back together. It was also reported that the event is not related to any specific patient or case. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device history record review performed; the manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as no product was received. Placeholder.